Event description:
The manufacturer received information alleging a ventilator's touchscreen is not responsive. There was no harm or injury reported. It is not coming back for service. The device's lcd display, display board and display interface board were replaced to address the issue.

Manufacturer narrative:
This was reported incorrectly with wrong cfn number. The correct cfn number for this report is 2518422.